Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss and pump error detected confirmed in pump's history due to connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump battery ended after 1 to 3 days. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that battery cap was ok. The insulin pump will be returned for analysis.